Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported an impella 5.5 in a 45 year male patient for heart failure support. The patient was hypotensive and was on bumex and dba 5 and then transferred to the coronary care unit. They tried to wean the dobutamine with no success,. Repeat labs showed lactate at 8.4,. They increased dobutamine to 7.5 and started lasix drops. Due to clinical worsening, cardiothoracic surgery was consulted for extracorporeal membrane oxygenation cannulation. The patient arrived to the cardiothoracic intensive care unit intubated and then cannulated for venoarterial extracorporeal membrane oxygenation. The impella 5.5 was placed and was at 5.5 centimeters in the left ventricle on echocardiogram. The impella went into the aorta and the physician was unable to advance so the decision was made to place a new impella 5.5.

Manufacturer narrative:
B5 is being updated to include all related device information not included in the initial report. The revised b5 provides a complete event narrative. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the other impella 5.5. Investigation summary: no product was returned for investigation. Major bleed: plan to go get a lower gi scope today for gi bleeding. The root cause of the bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history lot: device lot: 1942004. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella 5.5 and experienced a gastrointestinal bleed during support. The patient was admitted to the hospital with hypotension and was receiving bumex and dobutamine. The patient was transferred to the cardiac catheterization laboratory, and the medical team attempted to wean the patient from dobutamine without success. The patient¿s blood lactate results were 8.4 mmol/l and subsequently dobutamine was increased and lasix was initiated. Due to clinical worsening, the patient was intubated and cannulated for veno arterial extracorporeal membrane oxygenation. Subsequently, an impella 5.5 was placed. The impella 5.5 was inadvertently pulled back into the aorta, and the physician was unable to readvance the impella back into the ventricle. The decision was made to place a new impella 5.5. On support day 7 with the replacement impella 5.5, it was reported that the patient experienced a gastrointestinal bleed. A medical plan was made for a gastrointestinal scope for bleeding. No further information was provided. The patient was successfully weaned from the impella 5.5 during the transplant procedure and underwent a successful heart transplant. The patient survived the procedure. This complaint involves two impella devices: pump 1: impella 5.5, with serial number (B)(6). Pump 2: impella 5.5, with serial number (B)(6). This MDR specifically addresses pump 2: impella 5.5, with serial number (B)(6), which is the subject of this report. Separate mdrs will be submitted for the other device associated with this complaint.